Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 17/oct/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:creases were observed on the outer surface of the implant. The weight of the device was noted to be overweight. Green particles were observed on the outer surface of the implant. One irregular opening, 5.5 cm in length, was located on the posterior of the implant. Non-penetrating nicks were observed and noted to look like a ¿surgical too scratch.¿ the event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported a right side rupture. Additional information: imaging report mentions "irregular folds" and "enlarged lymph nodes". The device has been explanted.